Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio-control determined that the cause of the reported issue was due to process residue on capacitor, designator c156 on the analog pcb assembly. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device displayed the wrench icon. Upon evaluation of the customer¿s device, physio-control observed that the device logged an event code in the device memory that is an indication that the device may not be able to recognize a shockable rhythm if needed. Physio confirmed that the device was unable to recognize a shockable rhythm. There was no patient use associated with this event.